Event description:
It was reported that the pump displayed the following alarm message: "cassette not attached properly. Reattach cassette." The event occurred in the hospital immediately after the start of the inotropic infusion/therapy. The nurse detached the tubing cassette, assessed the cassette area, and reattached the cassette a few times. The issue persisted, prompting the nurse to try the backup pump. As a troubleshooting measure, the nurse used the first bag tubing cassette on the back up pump and noted that the alarm was not present. She observed the same result with the initial pump. The nurse then attempted to receive further troubleshooting instructions from the manufacturer but was unsuccessful. No patient injury or complications were reported in relation to this event.